Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed the grip cable was broken at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the large suturecut needle driver instrument broke off into the patient and the fragment was retrieved.

Event description:
It was reported that during a da vinci ovarian cystectomy procedure, wires broke on the wrist of the mega suturecut needle driver instrument and fell into the patient. The wires were removed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The fragment was removed laparoscopically during the same procedure. No x-rays were performed. The patient has not returned due to post-operative complications as a result of the reported event.